Manufacturer narrative:
(B) (4).

Event description:
A physician reported after treatment with juvederm forma for facial lipodystrophy, the pt experienced itching, local pain, facial edema, and nausea. Symptoms occurred the same day of treatment. The medical practitioner believes the event is product related. The pt does not have a history of allergies, autoimmune disease, dermal problems, streptococcal disease, or hypertrophic scars. The pt has received dermal filler (perlane) in the past, and was not taking any therapies concomitantly. Treatment of the symptoms included corticoid 60 mg a day.